Manufacturer narrative:
(B)(4). During ge healthcare system checkout, it was noted that the disposable co2 canister (lot 9170217) was approximately 1 mm shorter in height than a reusable canister. Replaced customer supplied disposable co2 canister from lot 3160517 to resolve the issue.

Event description:
The hospital reported that, during patient use, the co2 level went up. There was no reported patient injury.